Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The day after the onset the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection meropenem (1.5 gram in one exchange, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.